Manufacturer narrative:
Investigation / evaluation: the pulsavac plus hip kit is manufactured in accordance. The manufacturing process was reviewed and there were no issues identified as a possible cause for this complaint. 100% of the pulsavac units are tested on the manufacturing line to ensure proper operation. Quality inspections and tests are performed in accordance. Quality assurance performs functional and performance testing on a representative sample. Each pulsavac device is cycled through both the high speed mode and low speed mode two times as defined by the work instructions. There are no systemic issues in the manufacturing procedure that are relevant to this reported event. The production trace lot numbers were not known. In addition, the reported event on the complaint was determined to be due to post production actions outside of zimmer biomet surgical control. Therefore, a review for applicable non conformances and rfd¿s was not warranted. The customers reported event was that at the end of the surgery, the batteries housing started to smoke, when they opened it, they noticed that the batteries were oxidized. The wires have been cut before that the batteries were removed. Without the return of the device is not possible to definitively confirm the customers reported event. However, the information reported by the customer defines a root cause. The cause for this incident is improper disposal of the device in contradiction of the IFU warnings. The device instructions for use and the labeling on the (B)(6) lid warn that cutting the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire or personal injury. The batteries should be physically removed from the battery pack, care should be taken and personal safety equipment should be worn. Page 1 of the IFU and the product labeling on the (B)(6) lid on every device displays the following warning: IFU warnings: explosion hazard. Do not use in presence of flammable anesthetics or gases. Do not submerge handle in liquid as this may compromise the efficiency of the pump or alter the ph of the liquid. Do not cut the battery pack cable. Cutting through the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury. Do not submerge the battery pack in liquid. Additionally, the (B)(6) lid for the individual pulsavacs devices states: warning: explosion hazard. Do not use in presence of flammable anesthetics or gases. Do not submerge in liquid as this may compromise the efficiency of the pump or alter the ph of the liquid. Do not cut the battery pack cable. Cutting through the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury. Do no submerge the battery pack in liquid. Use caution when removing batteries. The battery pack contains alkaline batteries. Exposure to the contents of an open or leaking battery or their combustion products could be harmful. Avoid skin and eye contact. Use neoprene or natural rubber gloves and safety glasses with side shields when handling batteries. This complaint was reported as a post procedural fault. This is not a complaint out of box (coob). The customer discarded the device after use. No product was returned or photographs provided for evaluation.

Manufacturer narrative:
The product will not be returning to the manufacturer for evaluation; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that at the end of the surgery, the batteries' housing started to smoke. When they opened it, they noticed the batteries were oxidized. The wires had been cut before the batteries were removed. Additional information received december 13, 2016 confirmed there was no harm to the patient or operator. There was no delay in the procedure and another device was not used to complete the surgery.